Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that a bd pyxis¿ anesthesia station es single wide mini trays fell out and needs to be reinstalled and locking mechanism in the back seems to be jammed. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. There were no adverse events or injuries reported based on this incident.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es three single wide mini trays had fallen out and needed to be reinstalled. Additionally, the locking mechanism at the back appeared jammed or open. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section b: describe event or problem section d: unique device identifier (UDI) and medical device model section g: manufacturing location, manufacturing site contact and report source section h: device eval by manufacturer a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-jun-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the locking mechanism in the back seemed to be jammed open. A field service engineer ordered them a new drawer. The system functioned as intended after the field service engineer troubleshot the device.